Event description:
It was reported that the patient was positioned for an oblique view, with the arm draped across the top edge of the bucky assembly. The operator then adjusted the "aec" position by the level at the bottom edge of the bucky assembly, which caused the adjuster at the top edge of the bucky assembly to move and trap the patient's arm, bruising it.